Manufacturer narrative:
D10 concomitant products: lf4418, open sealer lf4418 curved large jaw (lot#:40590386x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a prolonged surgery, the patient ended up with marks from the ligasure shaft. They do not know whether these were pressure marks but they had the appearance of burns. The location of the burn was in the lower abdomen; the size was 2 cm x 5 mm, and treatment was done by applying some dressing spray cavilon. The surgical field is dry. It was activated multiple times in succession just prior to the burn. The device was used for about an hour.